Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report low and high blood glucose levels between 34 and 400 mg/dl. The customer was treated with a manual injection. The customer completed troubleshooting for the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their healthcare provider's instructions. The product was not returned for analysis.